Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. Philips technical support advised to replace the user interface printed circuit board assembly (pcba) to resolve the issue. Customer reported replacing the user interface pcba resolved the issue. Testing was complete, no issues have been detected. Unit will be returned to clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit powers on by itself. There was no patient involvement.